Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since last week the pt had a problem trying to make adjustments to their programming. Pt had groups a b and c. Pt could only get to group b because when trying to get to a or c it would say it would not work. The pt was only using b since. Pt also noticed that they wanted to feel the vibration from the stimulation and that stimulation was in their butt cheeks and not their lumbar. Pt had been messing with the programming since they got programmed from their manufacturer representative (rep)  a couple months ago. Pt did have a setting on group b that did get up near the lumbar. During reason for call pt said it was working to get into group a and c but it was still not providing stimulation where it should on their back. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.